Manufacturer narrative:
Device passed the displacement and current test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test or verify e70 alarm due to motor error alarm. Motor passed motor test. No failed battery test alert noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm and motor position encoder error in past. Insulin pump had rejected new battery alarm. The customer stated that the drive support cap was normal. Customer reported that they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.